Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date has not been provided.

Event description:
Additional information was received via a phone call from clinical manager on (B)(6) 2022, the clinical manager reported that the dialyzer was leaking from the seal and stated that they believed they were not sealed properly. The clinical manager confirmed that the sample is available to be returned to the manufacturing plant for physical evaluation. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A delamination was observed on both ends of the dialyzer on the cavity ID end the delamination extending from approximately 140° to 310°, the delamination on the cavity ID ends the delamination extending all the way around the dialyzer. There was damage noted on the cavity ID end at approximately 30°. During the lot history review it was noted that there were three other complaints reported against the lot. All three complaints address external leaks, two were confirmed to have a delamination with sample evaluation, and one did not have a sample returned. The production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed due to a delamination. A review of the production records found that there was no excursion related to the identified failure and there were no associated non-conformances.

Event description:
Additional information was received via a phone call from clinical manager on (B)(6)2022, the clinical manager reported that the dialyzer was leaking from the seal and stated that they believed they were not sealed properly. The clinical manager confirmed that the sample is available to be returned to the manufacturing plant for physical evaluation. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: b5

Event description:
Additional information was received via a phone call from clinical manager on 08/10/2022, the clinical manager reported that the dialyzer was leaking from the seal and stated that they believed they were not sealed properly. The clinical manager confirmed that the sample is available to be returned to the manufacturing plant for physical evaluation. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Corrections: h6.

Event description:
Additional information was received via a phone call from clinical manager on (B)(6) 2022, the clinical manager reported that the dialyzer was leaking from the seal and stated that they believed they were not sealed properly. The clinical manager confirmed that the sample is available to be returned to the manufacturing plant for physical evaluation. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address external prime leaks (no samples). A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.